Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the catheter was aspirated prior to being primed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient's pump had dehisced over time and might be infected. They planned to remove the pump and a portion of the catheter, then implant a new pump on the opposite side. The technical services specialist (tss) reviewed that if the catheter was not aspirated and then primed, the patient would receive a bolus of ~128mcg. The rep called back and reported that the pump was replaced and the catheter was revised.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (B)(6); product type: 0184-catheter; implant date (B)(6)2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.